Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices were not able to access medication randomly by the customer, and a network issue was suspected. Devices were placed on critical override manually from the server. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, a technical support specialist (tss) dialed into the database server via remote support service (rss) and confirmed it was a customer managed environment, with services greyed out at the client end. The tss launched ssms and verified that there was no disconnected mode on the carefusion coordination engine (cce). All services were running normally, and etl jobs were successfully executing every 5 minutes. The system functioned as intended after technical support specialist investigated the device.